Event description:
It was reported that the impactor threads broke while taking the head positioner off. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00661101000 item name acetabular cup pusher lot # unk. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 d9 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: . Visual examination of the returned cup pusher and positioner head identified the tip of the pusher had fractured off inside of the head and could not be removed for further evaluation. The outside radius of the head had indentations to the surface. The height of the returned head was checked which was in specification. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h10, h11 d4 - UDI is not applicable; the device was manufactured before di publish date. Visual examination of the returned positioner head identified that the tip of the pusher had fractured off inside the head and could not be removed for further evaluation. The outside radius of the head had indentations on the surface. The height of the returned head was checked, which was in specification. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combination. The root cause is unchanged. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.